Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through stryker facebook page: "disaster and terrible. First one was great. This time meds were not good at all. Dilaudid (I was nauseated and never was before) morphine (had hallucinations and something that felt like, an out of body situation. I am afraid the second surgery from the pathological fracture may go bad and not be good like the first was. It is taking forever to heal!"